Event description:
The customer alleges back to back results on her meter of 283 and 109 mg/dl. She states she had feelings of hypoglycemia at the time of these results. No report of an adverse event. Controls were not run. Return requested and replacement was sent.